Manufacturer narrative:
The customer's device was not returned to stryker. The customer will receive a replacement lid. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involved in the reported event.

Manufacturer narrative:
The device manufacturing records were evaluated and it was confirmed the lid was manufactured to the specification. The cause of the reported issue was isolated to the lid assembly, however further root cause could not be determined.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involved in the reported event.